Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. Physio then made unrelated repairs to the device and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to print. Medical personnel were able to restore power (delay unknown). There were no adverse effects to the patient as a result of the reported issue. No further information about the patient or the event was provided.